Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain and complex regional pain syndrome type I. It was reported that the patient noticed about 3 weeks prior to the report ((B)(6) of 2016) that the implantable neurostimulator was moving and that she needed to have it removed. She had a hip replacement in (B)(6) of 2016 and it took care of her pain and hasn't used therapy for a while. After her hip replacement, the patient was able to move about with much less pain. Her activities began to increase including herding, stooping, etc. The device somehow became dislodged and she believes the cable is unattached. The patient was looking for a surgeon that accepts her insurance to remove the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.